Manufacturer narrative:
Eval summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that one day following lasik surgery, the pt presented with flap striae in the left eye. The flap was lifted and rinsed to address the striae. The pt reported feeling discomfort and blurry vision. In a follow up, the center director reported that the pt was seen approximately four weeks later, and the stria had resolved. During this visit, the pt presented with mild superficial punctate keratitis (spk); however, no additional treatment was required as the spk is expected to resolve. The pt was noted to doing well and was happy with his vision.